Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "upon removal from the hoop, the trapliner was found to be in two separate pieces. Another trapliner was used successfully." The issue was identified prior to use, there was no patient involved.

Manufacturer narrative:
Qn#(B)(4). The reported issue of trapliner body separation was confirmed through investigation of the returned sample. The customer returned one unit of trapliner, and the visual inspection revealed a weld joint separation. It is unknown if the trapliner was broken during preparation prior to use or during introduction within the guide catheter. A review of the manufacturing process confirmed that the trapliner undergoes various inspections processes for defects and the units are scrapped if weld joint separation is noted. A device history record review was performed, and no relevant findings were identified. Based on the information, the root cause of this reported issue could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "upon removal from the hoop, the trapliner was found to be in two separate pieces. Another trapliner was used successfully." The issue was identified prior to use; there was no patient involved.